Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged-cracked) issue. It was reported that the screen could not be adequately read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 02/23/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/05/2015 with the following findings:the pump case was removed, and the display screen was found to be cracked/damaged: the reported issue was confirmed. Related to the reported issue, the pump powered on with a blank display screen visual due to the aforementioned display damage. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. A battery cap was not returned with the pump; a test battery cap was used during the analysis.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.